Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the other rf wire will be submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event/product prob, impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and MFR site country (g1), in section g - all manufacturers.

Event description:
The patient experienced a pericardial effusion. It was reported that during a pulse field ablation (pfa) procedure using a versacross connect for faradrive, the transseptal puncture for the procedure was performed using the faradrive sheath along with the veracross connect dilator and wire. The first transseptal attempt was unsuccessful so the veracross wire was exchanged. The second attempt at the transseptal crossing was successful using the new wire. After the sheath had gained access to the left atrium a non-boston scientific mapping catheter was used to perform the pre-map for the procedure. Next, a farawave pfa catheter was used to perform the pulmonary vein pfa treatment portion of the procedure. Ablations were completed for the left superior pulmonary vein (lspv) before the physician worked on the left inferior pulmonary vein (lipv), and before the final ablation of the lipv the patient became hypotensive, and a pericardial effusion was observed through the intracardiac echocardiography (ice) visualization already in place for the procedure. A pericardiocentesis was performed and the patient was stabilized in the catheter lab; however, about an hour or two later they were taken to the operating room where the effusion was surgically closed. During surgery a perforation was identified on the left atrium's posterior wall near the right inferior pulmonary vein (ripv). The physician's suspected the faradrive sheath may have rupture the wall "when dipping into the ripv" but the cause was not definitively determined. The device is not expected to be returned for analysis. The patient had difficult anatomy and when transeptal access was achieved. After gaining transseptal access and the wire was inserted into the left atrium, a bend in the wire was noted and physician did not feel comfortable with the bend wire exposed in the left atrium. Thus, a new versacross radio frequency wire used to perform another transseptal puncture with the new wire. Activated clotting time (act) was therapeutic. After speaking to physician and fellow in case, there was a tiny hole noted in the ripv; not posterior wall. A drain was put in. The patient was discharged. Abbott ref. (B)(4). Medwatch ref. Mw5171182.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the other rf wire will be submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The patient experienced a pericardial effusion. It was reported that during a pulse field ablation (pfa) procedure using a versacross connect for faradrive, the transseptal puncture for the procedure was performed using the faradrive sheath along with the veracross connect dilator and wire. The first transseptal attempt was unsuccessful so the veracross wire was exchanged. The second attempt at the transseptal crossing was successful using the new wire. A after the sheath had gained access to the left atrium a non-boston scientific mapping catheter was used to perform the pre-map for the procedure. Next, a farawave pfa catheter was used to perform the pulmonary vein pfa treatment portion of the procedure. Ablations were completed for the left superior pulmonary vein (lspv) before the physician worked on the left inferior pulmonary vein (lipv), and before the final ablation of the lipv the patient became hypotensive, and a pericardial effusion was observed through the intracardiac echocardiography (ice) visualization already in place for the procedure. A pericardiocentesis was performed and the patient was stabilized in the catheter lab; however, about an hour or two later they were taken to the operating room where the effusion was surgically closed. During surgery a perforation was identified on the left atrium's posterior wall near the right inferior pulmonary vein (ripv). The physician's suspected the faradrive sheath may have rupture the wall "when dipping into the ripv" but the cause was not definitively determined. The device is not expected to be returned for analysis. The patient had difficult anatomy and when transeptal access was achieved. After gaining transseptal access and the wire was inserted into the left atrium, a bend in the wire was noted and physician did not feel comfortable with the bend wire exposed in the left atrium. Thus, a new versacross radio frequency wire used to perform another transseptal puncture with the new wire. Activated clotting time (act) was therapeutic. After speaking to physician and fellow in case, there was a tiny hole noted in the ripv; not posterior wall. A drain was put in. The patient was discharged. Abbott ref. (B)(4). Medwatch ref. Mw5171182.